Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports under infusion , no patient injury , customer was unable to provide information on what medication or rate the pump was set at. Customer verbalized that there was a delay in patient treatment and the clinician just put the medication and tubing on another pump to finish the treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 250ml/hr and a volume to be infused of 25ml. The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.